Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage and power cable disconnect alarms active on mobile power unit (mpu) was able to be confirmed; however, the reported event of battery alarms on the mpu was unable to be confirmed. The mpu (serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 2 days (29jan2023 ¿ 30jan2023 per timestamp). Atypical low voltage and power cable disconnect alarms coincident with rsoc invalid faults were intermittently active on 30jan2023 from 04:54:52 ¿ 05:26:21. The alarms occurred on both power cables while the controller was connected to the mpu. The rsoc voltages were shown to fluctuate from ~4v ¿ ~9v during these alarms. The alarms cleared shortly after activating and did not reoccur after the controller was placed on battery power. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Additional information provided on 17feb2023 stated that the cause of the alarms was the backup aa batteries, no other troubleshooting was performed, the issue was resolved after replacing the batteries. The mpu will alarm when the backup aa batteries are depleted. The alarms active on the controller and mpu due to the power fluctuations in the power cables are not related to the aa batteries in the mpu. The root cause of the mpu backup battery alarms were likely due to depleted aa batteries. The root cause of the reported events of low voltage and power cable disconnect alarms was unable to be conclusively determined through this investigation the device history records were reviewed for the mpu (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the cause of the alarms was determined to be the aa batteries and the alarms resolved once they were exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a low voltage and then a low battery alarm around 0400 and was connected to batteries right away. The event log captured several low voltage hazard events while using the mpu. According to the voltage seen on the power leads of the controller, the events appeared to be from loss of power to the mpu, possibly weak connection to the patient cable.